Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and confirmed that the distal end hook portion of the device was broken off. The root cause of the reported event could not be conclusively determine as the broken portion was not returned. This type of tip damage is most likely due to heavy stress applied at the distal end causing the hook base joint to bend, crack and eventually break off.

Event description:
Olympus was informed that during an unspecified procedure, the device tip broke off and fell into the patient. The device fragment was retrieved with alligator forceps. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event by telephone and in writing but with no result.

Manufacturer narrative:
Model number 123602. If additional or significant information is available at a later time this report will be supplemented accordingly.